Manufacturer narrative:
A ge oec service representative investigated the issue and found the calibration files had become corrupt. The calibration files were reloaded and system performance checked. The system was tested and found to be functioning as intended. The system was released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec fluoroscopy system displayed data error and calibration required error codes.